Event description:
Olympus was informed that during a therapeutic ureteroscopy, the users experienced a complete loss of image. The procedure was completed using a different device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus (B)(4) for evaluation. The evaluation was able to duplicate the user's experience of image loss, and the switch function was found to be not operational. The image difficulty was attributed to a damaged charged coupled device (ccd). The device was refurbished. This report is being submitted as a medical device report in an abundance of caution.